Event description:
A surgeon reported poor ultrasound action during a procedure. The case was completed using an alternate handpiece. There was no pt harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).